Event description:
Caregiver in process of changing cylinder and it blew up. Fire blew out cylinder and caregiver threw cylinder and fire started. Pt and cargiver were not injured but house damaged due to fire. Caregiver is a neighbor of the pt and instructions for using the unit was only provided to the pt.